Manufacturer narrative:
Product analysis: the complaint was unconfirmed. Misalignment was present, but was corrected by calibration. Media bay door was found to be broken, and was replaced. The software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to be calibrated. The programmer was returned for service. There was no patient involvement.